Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer reported several insulin pump errors and power loss alarm. The customer stated when removed the battery and put a new one in, it restarted like 3 different times and then re entered the time. The customer stated that it had happened like 8 times in the last 30 hours. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. The customer stated self test did not passed. Customer stated the alarm occurred immediately after a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device trace download analysis confirmed the device alarmed power error 25. No pump error 75, 23, or 68 alarms noted during testing. Problem isolated to electronic assembly.